Event description:
A malfunction alarm identified as "malf 9" was reported by the customer, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The technical support team assisted the customer with resetting the pump and provided pump reset information. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if the malfunction code reappears. The customer acknowledged and understood the instructions.